Event description:
After clearing the aortic surface, the surgeon completed the aortotomy using the aortic punch, deployed the proximal seal device and began sewing the anastomosis. Aortic pressure suddenly dropped from 90 to 30mm. The surgeon then noticed bleeding around the anastomosis and a purplish discoloration of the aorta. This was diagnosed as an aortic dissection. The surgeon noted a pre-circumferential dissection moving away from the aortotomy. As a result of surgical intervention, the ascending aorta was replaced with a graft. However, the pt expired. A pathology report is pending. The surgeon did not report any difficulties in using the aortic punch during the case, other than a slight resistance as he began to insert the punch into the aorta.